Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for lumbar radiculopathy and spinal pain. The patient reported that they noticed their implantable neurostimulator has dropped 4 inches, and now it takes forever to charge. They stated that within the last 2 weeks they have had pain at the electrode site at the left side of their spine. The patient considered the change in therapy/symptoms to be sudden. They mentioned that they went to the emergency room and was redirected to go to their managing healthcare provider. However, the patient noted that they no longer want to work with that healthcare provider. The patient stated that they saw their primary care physician, who will provide them with a referral for their ins. The patient was to contact their healthcare provider when they are ready for referral. No further complications were reported or anticipated.